Event description:
Consumer claims to have had ears pierced with the inverness ear piercing system at a retail vendor on 7/25/1998. She sought medical treatment for infection on 8/18/1998 and was prescribed antibiotics. Infection worsened and she was allergic to the medication. She sought treatment again on 8/19/1998 at a local hosp and was prescribed different antibiotics.